Event description:
Healthcare professional reported "defective implant has blemishes and box inside not sealed correctly." Device has not been implanted.

Manufacturer narrative:
Further information: the review of the documentation associated to the manufacturing process indicates that all devices in the work order were released in accordance with allergan procedures, and no anomalies were found in the documents related to the reported event. The device has not been returned to be analyzed in the laboratory. According to the current risk documents the event of "breach of sterile barrier seal" is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event and its effects. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with breach of sterile barrier seal will continue to be monitored and corrective action taken in the future if deemed appropriate.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: defective implants has blemishes and box inside not sealed correctly.

Event description:
Healthcare professional reported "defective implants has blemishes and box inside not sealed correctly." Device has not been implanted.